Event description:
Pt s/p placement of hmp double lumen port a cath without complications by interventional radiologist in 2001. On IV contrast was injected through the medical chamber of the device. Extravasation was noted approx 2 cm from the junction area. There was no evidence of extravasation through the lateral chamber. A new chamber was inserted the next day without complications. Pt did not sustain any significant morbidity.